Manufacturer narrative:
The account repaired the bed but could not remember what was done to repair the bed.

Event description:
Info received indicated the head and knee functions run up unintentionally when one of the head siderails is unplugged from the testport.